Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device. The customer therefore was unable to obtain sensor readings, and became hypoglycemic with loss of consciousness. The customer received unspecified treatment by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and corrosion was observed due to liquid ingress. An extended investigation was also conducted. The battery was measured, and the results were within specification. This issue is confirmed due to a brownout reset condition with corrosion observed due to liquid ingress. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device. The customer therefore was unable to obtain sensor readings, and became hypoglycemic with loss of consciousness. The customer received unspecified treatment by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch and sensor plug. Data was downloaded successfully, sensor state 6 with a event logs 21, 59 and 33 is an indication that the sensor had terminated due to an error. The observed event logs correspond with a brownout reset which indicates an issue with the power circuitry. De-cased the returned sensor and performed visual inspection of the pcba (printed circuit board assembly) and corrosion was observed due to liquid ingress. An extended investigation has been performed. The battery was measured, and the results were within specification. This issue is confirmed due to a brownout reset condition with corrosion observed due to liquid ingress. This also serves as a correction report as additional information was obtained since the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device. The customer therefore was unable to obtain sensor readings, and became hypoglycemic with loss of consciousness. The customer received unspecified treatment by spouse. There was no report of death or permanent injury associated with this event.